Event description:
The beckman coulter dxh 800 hematology instrument generated a falsely low platelet value for a patient specimen without instrument generated flags where platelet clumps are seen on the manual smear. The erroneous results were reported out of the lab. Per customer, there was no effect to patient treatment. The same patient was redrawn in a second edta tube and a sodium citrate (not supported by beckman coulter inc.) Tube. Both tubes were rerun on the same dxh800 instrument and a second dxh800 instrument. The edta specimen results were all similar and the citrate specimen recovered higher platelet results. No manual platelet count was performed. Two additional customer feedbacks cf's were generated to capture runs on (B)(6) 2011 on two different dxh800 instruments. ((B)(4) and (B)(4)). Since the incident the customer has raised the thrombocytopenia check limit to be <100 to correct for any results that may not have flagged before the incident when they were set to flag is <60. Now it will alert them if <100 and a smear review will be required. There was no death, injury or affect to patient treatment. Raw data was provided for only two specimen runs (sample #1 and #2). Raw data analysis of these runs revealed, the front of the wbc histogram is low and does not suggest significant interference pattern. The nrbc module has very few events in the debris region. The available information is not favorable for plt clump flagging. Fse (field service engineer) was dispatched. The fse performed cbc fine gain adjustment using latex particles 94.3 and flowrate compensation. Root cause is unknown; however platelet clumps were seen on the manual smears, platelet clumps are a known interfering substance for platelets.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4) and is linked to (B)(4) occurred during the troubleshooting of the original event. ((B)(4)). Large platelet clumps were not detected on the first and second instrument. Reproducible results were obtained on both instruments. Issue is being investigated.